Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The graftmaster device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a lesion located in a severely tortuous and calcified lesion located in the posterior descending artery. After deployment of the 3.0 x 18 mm rx vision stent a perforation was observed. A 2.8 x 19 mm graftmaster stent delivery system was advanced for treatment; however, would not cross. A balloon was advanced and inflated successfully sealing the perforation. No additional information was provided.